Event description:
It was reported that the pt could not adjust stimulation, had a "call your doctor" icon and a power on reset (por) condition. The pt reported she had this message "awhile" ago after her battery died a few weeks ago. The por message had appeared periodically ever since that time. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).